Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The clinic mgr (cm) stated that the pt was interrupted 2 hours into treatment due to clotted system and the dialyzer was leaking around the bottom casing. Cm stated that it was not a blood leak, the dialyzer clotted and blood was leaking around the bottom of casing from possibly the pressure of the dialyzer being clotted. Pt lost blood from lines and dialyzer clotted and blood was leaking around the bottom of casing from possibly the pressure of the dialyzer being clotted. Pt lost blood from lines and dialyzer and about 10cc's were on the floor. Estimated blood loss was 110cc's/ pt had new system set up and continued dialysis without any other problems. Pt did not require any medical intervention. Sample is not available; sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.